Event description:
It was reported by service report that the steer was stuck on and the brakes would not disengage from the front caster wheel. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: steer cable extension spring on foot end steer caster detent became detached.